Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0z2wb, implanted: (B)(6) 2015, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2015, product type extension.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that during a post-operative test that was performed on (B)(6) 2016, impedance testing was performed and found that impedances involving electrode 0 exceeded specified values. Further information noted the ¿abnormal impedance values¿ were ¿40000¿ ohms and were reportedly indicative of a ¿fracture.¿ it was ¿unknown¿ what may have caused the issue. It was stated the issue remained unresolved at the time of report; however no troubleshooting or actions were taken to resolve the issue because the patient was receiving effective therapy without using electrode 0 in their programming. No x-rays were taken and no telemetry data was available at the time of report. It was noted that ¿no¿ surgical interventions had been planned or performed and the spasmodic torticollis patient was alive with no injury at the time of report.

Manufacturer narrative:
Analysis of the first extension (s/n (B)(4)) found no significant anomaly; there was a missing set screw on the distal end for #1. Analysis of the second extension (s/n (B)(4)) found the conductor #0 was broken 2.8cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by the health care professional (hcp) via the manufacturer representative reported the patient¿s condition was improved by the deep brain stimulator (dbs). They had recovered the ability to swim. However, during swimming the ¿ins hits/touched¿ and there was a sense of discomfort; the combination to which electrode #0 was related was fractured.¿ there was an ¿adapter¿ impedance anomaly during swimming time. An x-ray was not taken and telemetry data was not available. The ¿adapter¿ was easily fractured. In case of alteration of the ins position, they would replace the ¿adapter¿. The issue was resolved at the time of report. Further information would be received on (B)(6) 2016. The patient was implanted for dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.